Manufacturer narrative:
Manufacturer's comment: the benefit-risk relationship of the product is not affected by the report. Evaluation summary: the product lot number was not provided; therefore a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints.

Event description:
Case description: spontaneous report was received on 22-sep-2011 from a physician regarding a patient (initials, gender and date of birth unknown). The patient's medical history was not provided. On an unspecified date, the patient initiated the synvisc injection of 6 ml into an unspecified knee. The synvisc-one lot number was not provided. On an unspecified date, the patient experienced joint effusion, severe joint pain and fever. The patient was hospitalized 24 hours following the synvisc-one injection. On an unspecified date, the patient's knee was aspirated of synovial fluid. The fluid was sterile. The action taken with synvisc-one treatment was not provided. The patient's outcome for the event of "joint effusion, severe joint pain and fever" was not provided. Concomitant medications were not provided. The intensity for the event was not provided. The relationship between synvisc and the event of "joint effusion, severe joint pain and fever" was not provided by the reporting physician. Additional information was received on 26-sep-2011 in the form of a qa investigation summary. The product lot number was not provided; therefore a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints.